Event description:
The safety cover does not always slide easily or not at all. This can cause potential laceration to the user if they continue to try to slide the safety cover. So far, no staff or patients have been harmed.